Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with glucose readings peaking over 400 mg/dl and remaining in the 330¿340 mg/dl range after consuming a starbucks frappuccino and declaring a meal while insulin supply was low and a partially filled cartridge had been installed with tubing primed and drops observed. Symptoms included high blood glucose. Outcomes included user troubleshooting and education with a recommendation for a full supply change and a plan to follow up. Investigation included user interview and guided troubleshooting related to insulin supply status, cartridge replacement, tubing fill confirmation, and infusion set function. Investigation of this case revealed no device malfunction identified during the call; the event was consistent with hyperglycemia of unclear cause in the setting of a high-carbohydrate intake, previously elevated glucose at the time of meal declaration, and low reservoir volume, with a cd infusion set in use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.